Event description:
This is a spontaneous case report received from a medical doctor in united states on 08-apr-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent contraception approximately 3 months prior to this report. The physician reported essure migrated from the fallopian tube to the omentum. At the reporting time, essure was continued. Quality safety evaluation received on 26-apr-2016: ptc global number (B)(4): for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Perforation questionnaire received on 17-may-2016 patient's initial and date of birth were updated (she was (B)(6)). Her weight was (B)(6) height was (B)(6). Her medical history included 3 pregnancies, 2 parities and one spontaneous abortion. Essure was inserted on (B)(6) 2015 during follicular phase. Uterine findings prior insertion was normal. Cervical block, sounding and cervical dilation were used during procedure. Visualization of tubal os was considered easy. Complaints immediately after insertion were denied. On (B)(6) 2016 unilateral left migration to peritoneal cavity was diagnosed by x-ray and laparoscopy; perforation not seen. Intra-abdominal perforation was denied. Right coil was in correct position. Hsg was also done (result not provided). On (B)(6) 2016 essure was removed by laparoscopy. The outcome was reported as recovered/resolved. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and essure migrated from the fallopian tube to the omentum. According to follow up information, essure migrated to peritoneal cavity. Essure inserts were removed (via laparoscopy) and the patient recovered. This event, interpreted as device dislocation into abdominal cavity is serious due to its medical importance and listed in the reference safety information for essure. In this particular case, the exact date and mechanism of this dislocation have not been informed. However, considering its nature, causality with suspect insert cannot be excluded. This case was regarded as incident since an intervention was required to remove the devices. Based on available information no product quality defect was confirmed and there is no reason to suspect a causal relationship between the reported medical event and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.